Event description:
The customer reported via phone call that the insulin pump had a sensor error and was not able to clear the alarm. The insulin pump had an unresponsive keypad. The esc button on the insulin pump does not respond. It was also stated that the sensor had been turned off and turned it back on. The blood glucose reading was 58 mg/dl. There were no significant events leading to the keypad issues observed. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to an unlocked keypad connector. The sensor end alarm could be verified due to unresponsive buttons. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.